Manufacturer narrative:
Based on the claim against the product by the customer noting part of the synchroseal instrument came out, an investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a part of the synchroseal instrument came out. The part was retrieved. A back up instrument was used to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a benign hysterectomy. It is unknown how the fragment fell into the patient. The eyelet was spotted in the patient, and then they realized what it was when they saw the eyelet missing on the synchroseal. No additional surgical procedure required to remove the fragment. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The fragment will be returning with the instrument. Images were provided. Partial device information provided with return images.